Manufacturer narrative:
During testing, it was noted that the device distal pressure sensor pin was broken off. The customer contact's report of mechanism pins broken was duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the mechanism pins were broken. No specific details were provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that te device distal pressure sensor pin was broken off.